Manufacturer narrative:
Date of submission 19-jan-2018 device evaluation: the device has been returned and evaluated by product analysis on 16-jan-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of call service cs054/cs052/cs012 alarms. A call service 054 alarm can cause the display to be blank for several seconds. During investigation, the battery compartment was found to be cracked at the threads on the side. The returned battery cap was found to be undamaged and able to securely fit to the pump. The returned test cap was tightened and then unscrewed ½ turn with no reboots occurring. During testing, the pump successfully completed the rewind, load, and prime steps without any power issues, reboots, or call service alarms. The pump cover was removed and there was no evidence of moisture or damage to the power circuit. The original complaint of a power issue was noted in the pump history but unable to be duplicated during investigation.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked and that there was no power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.